Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed. The failure to advance and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide catheter: heartrail ii 6f jl4. The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the proximal left anterior descending artery with mild tortuosity, moderate calcification and 90% stenosis, pre-dilatation was performed. A 2.75x18 mm rx xience xpedition stent delivery system (sds) was advanced but heavy resistance was met with the anatomy and the sds did not cross the lesion. There was no interaction of devices. During attempted removal of the sds from the patient anatomy, slight resistance was met between the stent and the lesion. The sds was removed from the anatomy with care. Outside of the patient anatomy, the distal stent strut was found to be flared the procedure was, therefore, continued using a 2.75x16 mm non-abbott drug-eluting stent. There were no other reported device or procedure issues. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.